Event description:
It was reported intermittent occlusion alarms occurred. On (B)(6) 2026, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level over 400 mg/dl with ketones that a healthcare provider identified as dangerous or life threatening. Customer was treated with intravenous fluids of saline and insulin which resolved the issue. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.